Event description:
It was reported that the implantable pulse generator (ipg) had early battery depletion. It was also reported that the right atrial(ra) lead was unable to capture at device max output and was undersensing. A new right atrial (ra) lead was attempted, however, the atrium was no longer electrically viable. It was noted that there was atrial standstill without ability to capture at any location. It was also reported that the right ventricular (rv) lead had a sharp increase in threshold. It was noted that the lead appears to have lost slack. The implantable pulse generator (ipg) was explanted and replaced, the rv lead was capped and replaced and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5076 implantable pacing lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.